Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable drug infusion pump indicated for spinal pain. The pump contained dilaudid and a ¿muscle relaxant¿, both with unknown concentrations and doses. It was reported there was a past occurrence in 2010 where the pump was alarming. The patient stated, ¿for some reason, the pump doesn¿t alarm right away, that it waits a few days to alarm, even though it was out of medication, and it stalls or whatever and totally messes the whole motor system up¿. The patient stated it recovered after it was refilled. The patient mentioned the pump replacement was due to normal battery depletion. No patient symptoms/complications were reported.